Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with rfs stylet, 6f, 12cm (w/ attached cable). It was reported to covidien that a patient was treated with an rfs on (B)(6) 2012. Post-op day 7 ((B)(6) 2012) scans revealed that the patients ipv did not close during the original procedure. Patient required additional surgery to close their ipv. Additional procedure successful, patient's veins closed.

Manufacturer narrative:
On 05/02/2012: an investigation is currently underway. Upon completion, the results will be forwarded.